Event description:
It was reported that during use with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tube over filled. The following information was provided by the initial reporter, translated from french to english: (2 of 2 complaints) we are therefore going to recalculate the control time for the tps on these new citrated tubes. By sampling we noticed that the tubes fill up well beyond the line indicated on the tubes and almost up to the stopper; is this normal?

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tube over filled. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2 complaints) we are therefore going to recalculate the control time for the tps on these new citrated tubes. By sampling we noticed that the tubes fill up well beyond the line indicated on the tubes and almost up to the stopper; is this normal?